Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reported that the sites were being pulled off. The customer stated that he felt insulin exited. The customer denied troubleshooting for site issues. The product was not returned for analysis.